Event description:
An (B)(6) male pt with chronic obstructive pulmonary disease and hypertension underwent aaa repair due to an aneurysm diameter increasing to 53 mm. Since a 27 mm right common iliac artery aneurysm was also observed, coil embolization of the right internal iliac artery was performed under local anesthesia prior to evar in order to place the right iliac leg graft into the external iliac artery. At that time, the physician had a strange feeling with the indwelling urinary catheter. Five days later, evar was performed with the pt in spine position under general anesthesia. A zenith flex mainbody graft was inserted from the left common femoral artery and deployed just below the left renal artery. Then the iliac leg was inserted from the right common femoral artery and deployed into the right external iliac artery. The left iliac leg graft was deployed in the left common iliac artery. Intraoperative angiography revealed a type IV endoleak at the right limb (1820334-2012-00331 and 1820334-2012-00348), but it was left with observation and the procedure was completed. Post procedure, there was still a strange feeling with the indwelling urinary catheter. After removal of the catheter, color of glans penis became darker with pain. Seven days following the procedure, necrotic ulcer of glans penis was confirmed with suspected peripheral embolism. After taking antibiotics, glans penis ulcer gradually improved and the pt was placed into outpatient observation.

Manufacturer narrative:
Catalog number - exact part number is unk as not provided by reporter. Exp date - unk as lot is unk. (B)(4) - embolism is labeled in the IFU. (B)(4) - occlusion is labeled in the IFU. Event eval: still under investigation.